Manufacturer narrative:
This report is the duplicate for the report submitted through esg new system on 25 april 2025 with core ID: (B)(4).

Event description:
The manufacturer received the information from patient/device tracking. The patient registration form indicated "a failure to implant-mis-sizing" for a perceval plus valve, pvf-s on (B)(6) 2025 implant date. The device status is also indicated as inactive. No allegation of any device dysfunction nor patient injury has been received from the site.